Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had a blank display. Customer's blood glucose level was unknown and customer had been treating with manual injection. Customer declined to troubleshoot because he did not have the pump at the time of call. Insulin pump will not be returned for analysis.